Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call that they were not able to get insulin out with plunger or when filling of the tubing with the reservoirs. The customer's blood glucose was unknown at the time of incident. The customer's spouse mentioned that the reservoir does not fit as tight as it usually does. The reservoir will not be returned for analysis.